Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The disengaged plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy procedure, it was felt difficult to use the device, then the jaw tip was found cracked. The device was used to complete the procedure since the device was activated fine. It could not be confirmed exactly when the jaw got cracked. Also it could not be confirmed if any broken pieces fell into patient's cavity. Initial investigation found that the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The disengaged plastic was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.